Event description:
It was reported that the user experienced difficulty starting a new dexcom g6 sensor and transmitter with ilet, received persistent ¿bg run¿ status, and subsequently confirmed a blood glucose reading of 313 mg/dl after re-entering the transmitter serial number and sensor code, indicating initial setup entry errors. Symptoms included distress and hyperglycemia peaking at 356 mg/dl. Outcomes included dosing interruption and the ¿dosing stops soon¿ alert on the ilet. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that incorrect entry of the sensor code and/or transmitter serial number prevented sensor initialization and data transmission to the ilet. It was concluded that the device functioned as designed and that user setup error caused the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.